Event description:
It was reported that noise had been observed on the right ventricular lead of an asymptomatic patient. It was capped and replaced during a device downgrade procedure following av nodal ablation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.